Manufacturer narrative:
(B)(4) combined report. The patient underwent a first revision on (B)(6) 2021 due to infection in which a non corin head was removed. The trinity screw remained in situ. A second revision was performed on (B)(6) 2021. During this revision, the trinity screw was explanted to check if there was infection present behind the cup, and there was no infection. Additional information, including post primary and pre revision x-rays, operative notes, patient activity level, patient medical history and an update on the patient following the revision have been requested to the reporter. No additional information was provided. The relevant device manufacturing records have been identified and reviewed for the trinity screw. The parts associated with these records were manufactured, cleaned, packaged, and sterilised in accordance with the correct specifications at the time of manufacture. The sterilisation method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin and has been validated in accordance with the relevant standards. Based on the available information no further investigation can be conducted. Infection is a known complication with any invasive surgery and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: the decision to report this file was retrospectively reassessed on 26 march 2021, which concluded with the filing of this report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 3 months due to infection.